Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect. The pt experienced "heavy" urinary incontinence and, at the same time, difficulty in totally emptying the bladder. As a result, the pt lost sleep. The pt needed to have the leads replaced, and an operation for a "dead battery." No further details were provided related to theses issues. There was no surgical intervention performed as of the date of this report. The pt was to meet the physician on (B)(6) 2011. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.